Event description:
It was reported that prior to the start of a da vinci-assisted isolated nissen fundoplication surgical procedure and prior to ports placement, there were communication errors with a 0-degree endoscope. The customer had experienced similar issues with a 30-degree endoscope and another endoscope in the preceding days. Before contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had repeatedly reconnected the endoscope to the endoscope controller (ec) and power cycled the system without success. The tse reviewed error logs, finding a similar communication pattern as with the 30-degree endoscope. The tse guided the caller to clean the endoscope contacts, followed by powering off the system, exercising the circuit breaker on the vision side cart (vsc), and reconnecting the endoscope five times before powering the system back on, all without success. The customer did not have a sterile spare endoscope available. The customer decided to convert to laparoscopic surgery. Isi followed up with the customer and obtained the following additional information: no incisions were added. The patient tolerated the change when the procedure was converted. The patient sustained no injuries due to the conversion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and confirmed the errors. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.